Manufacturer narrative:
The pt's medical records were requested and had not been received at the time of this report. If the medical records should become available, a supplemental report will be submitted. A supplemental report will be submitted upon completion of plant's investigation.

Event description:
The peritoneal dialysis (pd) pt's daughter reported the pt was experiencing pain during his drain on his liberty cycler and manuals. The pd pt's daughter stated the pt was recently hospitalized due to this pain. She stated she does not think the cycler is related with this pain because the pt experiences pain when he uses his manuals as well. During a follow-up with the pdrn, she stated the pt was admitted to the hospital on (B)(6) 2015 and was discharged on (B)(6) 2015. The pdrn stated there was no additional hospitalization according to the pt's charts. The pt was completing pd treatment leading up to his hospitalization.

Manufacturer narrative:
The actual device was returned to the manufacturer for evaluation and a product investigation was performed. A visual inspection was completed and showed no signs of physical damage. A simulated treatment was performed and completed without any failures. A valve actuation test, system air leak test, and patient sensor calibration check were completed and passed. The load cell value and verification were within tolerance. There were no discrepancies encountered in the internal inspection of the cycler. Further evaluation found no device malfunctions that would have caused the reported hospitalization event. A device record review was conducted and confirmed there were no deviations or non-conformances during the manufacturing process. Product labeling, material, and process controls were within specifications.